Event description:
It was reported that on (B)(6) 2024, an issue was identified with the occlusion which was set for this case. The maxillary midline has been set to the 32/31 instead of the 31/41. May also need genio if chin is asymmetric once patient has the correct bite. Patient was scheduled for revision surgery on (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1: patient ID reported as sp ( (B)(6) ). D4: UDI number: there is no UDI number due to the device being a screw kit. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review part: sd980.120, lot: me24ejeciq, release to warehouse date: 29 oct 2024, expiration date : 02 apr 2025, manufacturing site: materialise. ''No-ncr'' was generated during production for trumatch cmf - screw kit this non-conformance is not relevant to the complaint condition since an issue has been identified with the occlusion which was set for this case. It seems the maxillary midline has been set to the 32/31 instead of the 31/41. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.